Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains in possession of the physician. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Other associated products : item# unknown bearing; lot# unknown; item#113629; lot#960670.

Event description:
It was reported a patient underwent a left reverse shoulder arthroplasty approximately five years ago. While pushing on a tire, the patient felt the shoulder pop. The patient was revised where the humeral baseplate was broken. During the revision the baseplate was found to be dislocated posteriorly and noted to have sheared at the junction of the peg and plate, with the peg still attached within the humeral stem. Medical records indicate the stem was well fixed to the humerus. In an attempt to remove the broken pieces from the stem, the stem dislodged from the humerus. The stem, tibial tray, and bearing were all revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the post of the humeral tray had broken and is stuck on the stem. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.